Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon is loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. Microscopic examination revealed that there is a pinhole in the balloon at the proximal markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After a guidewire crossed the lesion, a 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during inflation at unknown pressure, the balloon ruptured. The procedure was completed with a different device. No patient serious injury or adverse event were reported.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After a guidewire crossed the lesion, a 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during inflation at unknown pressure, the balloon ruptured. The procedure was completed with a different device. No patient serious injury or adverse event were reported.